Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed rite (returned instrument test/evaluation) testing due to the ground bond failing performance specifications. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite) which included functional and electrical testing of the device. The device passed all functional testing. The rite ground bond test failed; however, it was determined that the ground resistance was only .013 ohms with no fluctuations which is a passing value and the device was within specifications. This is a false positive rite failure and the cause was undetermined. There was no device malfunction and no failure to meet specification related to ground bond testing. Should additional relevant information become available, a supplemental report will be submitted.